Event description:
It was reported that the hto femoral plate broke about 2.5 months post op. It was an axial correction, correction angle 11 degrees and spacer 11 mm. The plate was implanted on (B)(6) 2012 and had to be explanted on (B)(6) 2012 after it was recognized on (B)(6) 2012 that the plate broke post op.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. Returned device include one osteotomy plate and 7 screws. One of the wings on the osteotomy plate is broken between 3rd and 4th hole. The plate is bent at the broken location. There is no visual non-conformance to the returned screws. Complainant event may be due to excessive bending angle, or flexing and extending to receive optimal angle during the implantation of the device and/or patient non-compliance to post-op instructions. According to the surgical technique, the plate is bent to conform to the lateral cortex using the bending iron for hto plates. It is not known if a bending iron was used to bend the plate. Also, the directions for use warns against bending of the plate in the reverse of the initial direction which can cause irreversible damage to the plate. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.